Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a high pitched noise coming from the insulin pump. He stated that he changed the battery and then the display froze and then shut off. He stated that when he turned it back on that he received an error message and that the screen went black during the self test. The blood glucose reading was 168 mg/dl. He stated that the insulin pump was not stored or out of use for an extended period of time and that the alarm occurred shortly after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.